Manufacturer narrative:
D2b - pro code (product code): geh, ocl.

Event description:
It was reported that there was insufficient ice formation. A cryo console was selected for use for a cryoablation procedure. During treatment, there was inadequate treatment due to insufficient ice formation during the second freeze periods. No patient injuries were reported.

Event description:
It was reported that there was insufficient ice formation. A cryo console was selected for use for a cryoablation procedure. During treatment, there was inadequate treatment due to insufficient ice formation during the second freeze periods. No patient injuries were reported. It was further reported that the same situation of insufficient ice occurred not only on one channel, but also when the needle was changed to another channel.